Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited wrong notification. No patient symptom was reported and the patient would continue to be monitored.